Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 14-may-2022, serial#: (B)(4), UDI #: (B)(4). Dev rtn to MFR? No. Mfg date: 07-dec-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) cardiac tamponade developed from perforation with breakdown of circulation dynamics. It was noted that scratching occurred during manipulation of the delivery system and the ventricle wall was damaged. A thoracotomy was performed and hemostasis of the bleeding point was performed. The leadless ipg was implanted successfully. No further patient complications have been reported as a result of this event.